Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue was found during a therapeutic ureteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the camera head had no image. The issue was found, during a therapeutic ureteroscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. The no picture when camera was plugged was, due to the charged coupler device (ccd) not working. In addition, the following reportable malfunctions were identified, during the device evaluation: rust inside the coupler. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: caused traced to component failure. Olympus will continue to monitor field performance for this device.